Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected off no power, low battery or battery out limit alarms were noted. Moisture damage was found on the keypad traces. No moisture damage was found on the electronic assembly or motor. The insulin pump had a cracked display window corner, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had fallen into water and displayed moisture damage. The blood glucose reading was 169 mg/dl. The customer stated that he could hear water when he shook the device. The insulin pump also alarmed battery out limit. Advised replacement of the device. Nothing further reported.